Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that charger node 13 was defective. The charger enclosure was replaced and firmware upgrade was performed. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) is not charging the batteries properly. The system is not able to turn on. There was no patient present when this issue was identified.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. Analysis found charger card 13 was not functional. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.